Event description:
It was reported that during the atrial lead implant procedure, the lead exhibited high thresholds, the lead was fixed to several positions and high thresholds persisted. It was also reported that the atrial lead exhibited sensing issues. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.